Event description:
It was reported that, the valve was defective and was explanted.

Manufacturer narrative:
The returned valve was patent and passed reflux testing. It was within specifications for pressure-flow and preimplantation tests conducted at 0cm hydrostatic pressure. The valve did not pass siphon tests or pressure-flow tests conducted at -50cm hydrostatic pressure due to debris within the delta chamber. Debris in the valve may interfere with the valve membrane resulting in siphoning. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.